Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that it was difficult to remove the needle from the bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in. The following information was provided by the initial reporter: "before use, hcp felt resistance when removing a catheter tip from the needle tip."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unused nexiva 20ga unit in an opened package from material number 383517, lot number 9101530. In addition, three photographs were received which didn¿t display any visual anomalies or damage that would have contributed to the reported issue. A visual / microscopic evaluation was performed on the returned unit. The unit was fully intact. The needle was not crimped, curved, or bent. No cured adhesive was observed on the tip shield or the grip. No damaged was observed on the v-clip or the retention washer. There were no marks observed on the retention washer. A functional test was performed where the needle was pulled back through the catheter until the needle tip secured within the tip shield, at which time there was no resistance, drag or grinding was felt. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that it was difficult to remove the needle from the bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in the following information was provided by the initial reporter: "before use, hcp felt resistance when removing a catheter tip from the needle tip."